Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's a1c values have increased by approximately 2 points after some time; however, no specific time period was provided. No additional information was provided on the reported event.